Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient lost weight and the pump flipped; they moved the pump from the right belly to the right back as an intervention, and the issue was resolved at the time of this report; the patient status at the time of this report was "alive - no injury." No further complications were reported/anticipated.